Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, additional patient information, to correct the device lot number and update manufacturer date. Please see updated sections: age or date of birth,model #,serial #,expiration date,catalog #,lot #,UDI #, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. The service center received one used thunderbeat, device 2 out of 3, (lot number, kr868093) probe for evaluation. The customer's complaint was confirmed. A visual inspection of the used probe was performed, and some tissue build up was noted. The teflon pad was inspected and observed to have normal wear with no metal exposed. The distal end of the of the device was inspected under a microscope and discovered that the tip was separated. The broken piece was not returned to the service center for evaluation. The device was connected to the usg-400/esg-400 and a failed the probe check. The evaluation for wiper movement, switches, handle load, rotation of the knob torque were all inspected and functioned normally and were smooth in operation. Based upon the evaluation of the used device, it was concluded that the most likely cause was the probe encountered either a hard or metallic surface during activation.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of tip breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿ the device was not returned to the service center for evaluation.

Event description:
The service center was informed that during a conventional laparoscopic hysterectomy (clh), three thunder beat hand piece (probe) tips broke off and fell into the patient. The physician was able to retrieve all three tips from the patient with no patient injury reported. It is not known if the procedure was completed. This is report 2 of 3.